Manufacturer narrative:
Investigation summary: it was reported syringes had black particles. To aid in the investigation, two photos and one video were provided for evaluation by our quality team. The photos show syringe with no packaging blister. One photo shows a black speck at the bottom side of the plunger rod thumb press. The video shows a black particulate adhered to the syringe barrel inner wall. When the plunger rod is pulled back the black particulate moves. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot number 2153732. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation, with the photo and video sample analysis, the symptom reported by the customer is confirmed, but without the actual physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that the bd luer-lok¿ syringe sterile, single use, 50 ml had black particles. The following information was provided by the initial reporter: the first black particle was found in a patient product bag on (B)(6) 2022 which led to an investigation of materials used in the process.